Manufacturer narrative:
Date received by manufacturer in report # #2017865-2017-05353 is incorrect and should be (B)(6) 2017

Event description:
It was reported that the patient had elective replacement of the pulse generator due to battery depletion. During the procedure, the right atrial and the right ventricular leads were capped and replaced on (B)(6) 2017. Both leads exhibited clavicular crush along with noise on the atrial lead and high pacing threshold on the ventricular lead. The patient was in stable condition post procedure.